Event description:
On (B)(6) 2016, (B)(6) cultured an olympus duodenoscope using the cdc's (center for disease control) interim duodenoscope surveillance protocol. Aerobiology lab report dated (B)(6) 2016 resulted as organism growth of escherichia coil carbapenem resistant (cre). Results as follows: raw count = 5, cfu/ml = 1, percentage total = 100 percent, reservoirs = fecal. Scope remained quarantined. Scope was reprocessed and cultured again (B)(6) 2016 and resulted on (B)(6) 2016 as negative/no growth for high or low concern bacterial isolated. We have not identified this organism in any patients this scope was used on to date. Based upon our knowledge of infection, testing and monitoring, we are not aware of any of the 117 patients this scope was used on experiencing illness, injury or death related to possible exposure. Investigation showed that sterilization by manual disinfection followed by ethylen oxide (eto) sterilization may not be effective. Scopes are pre-cleaned in the room with enzymatic cleaner. This is an extra step since olympus states only water is needed to pre-clean. Scopes are then taken to the scope room for a leak test, manually washed (with the approved brush, maj 1888), and rinsed. Scopes are then sent to sterile processing to be eto sterilized.